Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during product testing, upon opening of the recanalization catheter packaging, the hub was allegedly found broken. There was no patient involvement.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One crosser s6 catheter was returned. The investigation is confirmed for break, as the device had a complete circumferential break in the strain relief and outer catheter. It is possible the manner in which the device was removed from the hoop contributed to the reported event. Per the instructions for use (IFU), the user should unsnap the catheter from the hoop with a gentle twisting motion. If the user attempts to disconnect the device by pulling it straight back, a break similar to the one identified within this complaint can occur. Therefore, its possible use related issue contributed to the reported event. However, the definitive root cause is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during product testing, upon opening of the recanalization catheter packaging, the hub was allegedly found broken. There was no patient involvement.